Manufacturer narrative:
The explanted leads will not be returned to bsn as they have been discarded by the medical facility. A review of the manufacturing documentation for the explanted leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that high impedances were detected on the patient¿s leads. The patient underwent an explant procedure and was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model:sc-2366-70 serial/lot:(B)(4), description:linear 3-6 lead, 70cm.

Event description:
A report was received that high impedances were detected on the patient¿s leads. The patient underwent an explant procedure and was reportedly doing well.